Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an transcatheter aortic valve implantation (tavi). Reportedly, the sutures of one proglide device were successfully placed; however, when attempting to place the sutures of the second proglide device, the device got caught in vessel calcification and separated into two pieces. A vascular surgeon performed a cut-down and removed the broken piece from the patient anatomy. The tavi procedure was completed and the artery was surgically sutured closed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, subsequent information revealed the device is not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for sheath/guide separations reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.